Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 integration system and found that the image was not routing to the monitors. The technician reset the hv1000 switch board, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel became frozen, and after rebooting, the image was not routing to the monitors connected to their hv1000 integration system. No report of injury.